Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-feb-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station screen stuck on black screen and unable to operate. A field service engineer (fse) found the station displaying a black screen and isolated the issue to the auxiliary by disconnecting the pyxis bus cables. Drawers were then disconnected one by one until the station powered on, identifying a shorted full height drawer board. The faulty board was replaced, all pyxis bus connections were reseated, and the station powered up successfully and was fully recovered. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary the screen was black and the machine was unable to operate; reboot attempts were unsuccessful, and healthsight viewer showed device not communicating. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.